Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): outer insulation breached cut, the distal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and the lead was stretched; full lead returned and analyzed. Slitter: no anomalies found, however slitter damaged at implant; the analyst noted that the slitter blade was damaged, bent, and dull. The nose of slitter was scratched up, with possible signs of reuse. Considerable blood visible on handle.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead and slitter is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, after the helix had been positioned in the right ventricle, the lead was damaged during slitting of the outer catheter. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.